Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 500 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer was treated with manual insulin injection. Customer stated that the up button had problem. Customer stated that the time was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime or verify excessive no delivery alarm due to buttons not responding.